Event description:
A peritoneal dialysis home pt's (hp) nurse (rn) reported that the hp was hospitalized with peritonitis for four days in 4/03. Reportedly, the hp presented at the emergency room with abdominal pain and cloudy effluent. Treatment during hospitalization is unk. However, is 04/2003 the hp began a course of vancomycin 2g intraperitoneal every 4 days for 17 days. Based on the absence of peritonitis symptoms experienced by the pt it was concluded that the pt had fully recovered. As a result, no follow-up culture or cell count was performed.